Event description:
It was reported that a malfunction alarm occurred. The customer was unable to finish troubleshooting with tandem technical support. Ultimately, the customer continued to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.